Event description:
It was reported that during a unipolar hip procedure, the syringe broke at the base where it is connected to the cement gun. Another unit was on hand and was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The device was not returned to the MFR for investigation. A review of the reporting, pertaining to the batch record of the lot as well as a history of complaints, was audited and found to be satisfactory. The cartridge break was most likely the result of the cement entering the hardening stage at the time of injection, which could be due to the temperature in the operating room being above the recommended setting.